Event description:
The reporter stated that the customer received varied results while using her coaguchek xs meter (serial number (B)(4)). It was stated that she obtained a result of >8.0 inr at 1:01 pm, 4.4 inr at 1:26 pm, and then >8.0 inr again at 1:28 pm. All of the tests were within a few minutes and a different finger was used for each test. The customer did not believe any of the readings. She contacted the doctor who told her to go to the emergency room. Her inr was tested in the emergency room within 7 hours of the other tests and the result from the hospital laboratory was 3.3 inr. The reagent the laboratory was using is not known. There was no treatment provided in the emergency room. The doctor adjusted the customer's warfarin based on the laboratory result of 3.3 inr. It was stated that the meter was not coded correctly at the time of the tests. The customer's therapeutic range is 2-3 inr. The customer was not on heparin. She does not have any antiphospholipid antibodies. It was stated that the customer is currently fine. She is sometimes short of breath but she has no inr concerns. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. There was no product problem found.